Manufacturer narrative:
Additional information - this MDR is being submitted to include the below h11: investigation summary: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review procedure (omqr).

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in germany, it was reported that on (B)(6) 2024 the patient experienced an issue that one-infusion set was leaked from the patch and the insertion site is buttocks and thigh. The wearing time is 2-3 days and blood glucose level is 400 mg/dl. No further information available.